Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. Based on information provided and without the device to analyze, the cause for the reported leak/splash cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was advanced within the steerable guide catheter (sgc) when air bubbles were visualized within the sgc. Troubleshooting was preformed and it was identified that the hemostatic valve was damaged. The mitraclip and sgc was removed from the patient, replacement devices were selected. The replacement mitraclip was successfully implanted. The final mr was reduced to <1. There were no adverse patient effects or clinically significant delays were reported.